Event description:
The facility reported the device inappropriately displayed charge-pak battery icon and attention indicator. The device was subsequently evaluated at the factory. The factory determined the device would not be powered on. The report was not associated with a pt use.

Manufacturer narrative:
H6: the factory observed the device would not power on. This was due to failure of both the device alonzo and diego pcb assemblies. Component level root cause could not be determined. Mers provided the facility with a replacement device.